Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and reported over delivery anomly on pump. The customer reported blood glucose value of 58 mg/dl, and the hypoglycemic event was treated with emergency medical services visit and IV insulin drip. The customer experienced loss of conciousness and treated with emergency medical services visit while hospitilized and was treated with glucose and carb intake, IV drip.the event involved product(s) mmt-332a, mmt-1884, mmt-242a, mmt-7040ma. Troubleshooting was performed for hypoglycemia. Customer was using the insulin pump within 48 hours of the reported event. Customer was not using the auto mode feature at the time of the event. Troubleshooting was performed for replace battery now alarm and understood that the insulin delivery has stopped due to low power on pump. Customer was advised to monitor the device. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-1884. No product return is required for mmt-242a. No product return is required for mmt-7040ma.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.